Event description:
A report received from a foreign country indicated that a pt experienced a thrombotic event, approx 29 months after receiving two cypher stents. According to the report, the cypher stents were electively implanted to treat a lesion in the mid left anterior descending coronary artery. The target lesion was described as 3.0x36mm long, de-novo, concentric, calcified with flexion lesion and a type c classification. The vessel was pre dilated with an unk 2.5x20mm balloon at 6atm for 30 seconds. A 3.0x23mm cypher was implanted at 16atm for 30 seconds and the second cypher, a 3.0x18mm was implanted at 20atm for 30seconds proximal to the first cypher overlapping it. Post-dilatation was not conducted. Intravascular ultrasound was conducted and the residual stenosis was zero. Timi flow before and after the procedure was 3. Act was not measured. Twenty-eight months later, the pt presented with chest pain. Coronary angiogram showed a de novo lesion at an unspecified area in the left anterior descending coronary artery and the left circumflex. Treatment was scheduled for a later date. Ticlopidine hydrochloride and cilostazol had been discontinued, as it had been over 3 months since the stents were implanted. When the pt returned 5 weeks later for intervention on the unspecified region of the lad coronary angiogram showed total occlusion of the cypher implanted in the mid lad. A thrombotic occlusion was suspected and balloon angioplasty with two unk balloons; a 2.5x15mm balloon and a 3.25x15mm balloon were used treated it. Cutting balloon was also performed with a 2.25x10mm balloon. According to the physician, incomplete stent apposition (isa) was observed by intravascular ultrasound on the same day of the intervention. The physician believes the possible cause of the thrombotic event was due to the isa.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9616099-2008-00162, and 9616099-2008-00164. Please note that code 2203 for device code represents underexpanded stent. Additional info will be submitted within 30 days upon receipt.